Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that he has reduced benefit when using the audio processor.

Manufacturer narrative:
Currently available information is indicative for a device failure, however to determine an exact root cause of failure a device investigation at the explanted device is necessary. So far no date for explantation has been scheduled.

Event description:
The patient reported that he has reduced benefit when using the audio processor. The patient reported sound interruptions when shaking his head.